Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the blue ring was missing from the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Conclusion: the device was scrapped by the manufacturer.